Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: 3550-06, lot# n 263377, implanted: (b(6) 2011, product type: accessory. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ins_stimulator, serial# unknown,product type: implantable neurostimulator. Product ID: ne u_unknown_lead, serial# unknown, product type lead: product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that the patient had a sudden return of tremor a few days prior to the date of this report. There was a loss of therapeutic effect. Impedance was observed at >2000 ohms on c-3, 0-1, 0-3, 1-3 and 2-3. All other impedance values were between 1000 and 2000. It was noted that therapy impedance on the contacts used ¿looked fine.¿ it was noted that electrode 3 was open but was not used. Additional information received reported that a right side lead fracture was suspected and stimulation was intermittent. Therapy impedance when the patient had the tremor was >2000 ohms. When the skull was palpated the tremor stopped and impedance was measured at 814 ohms. There was no x-ray. The patient had an appointment with a healthcare professional scheduled (hcp). Additional information received reported that there was no lead fracture. The patient received good results after reprogramming around contact 0 on the right side. There was no reprogramming on the left side. The patient was ¿on cloud 9¿ at the end of the appointment and no longer experienced symptoms.